Event description:
It was reported that during a da vinci-assisted benign hysterectomy and endometriosis resection surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from off site and reported that repeated c-30, m-11, and m-18 errors occurred on the erbe generator. Power cycling the generator multiple times did not resolve the issue. It was explained that these errors might require the replacement of the erbe generator. It was suggested to try relocating the power cord to another outlet and to consider using a covidien generator as a backup if available, along with an activation cable. The csr did not know if the customer had a covidien generator and he was not aware of the activation cable. The csr would investigate to see if they had the activation cable. The tse provided information on how to use the covidien generator with the activation cable when the erbe was not functioning normally. There was no reported injury. Intuitive followed up with the customer and the following additional information was obtained: the system functionality was checked and the system powered on and there were no power issues to the erbe or errors that presented themselves. No errors upon start up were observed. The troubleshooting was completed and the clinical representative went through all the trouble shooting steps. Powered down the system, hard reset, new energy chords, new instruments. Still there was no energy working. There was no patient injury. There was roughly a 20-30 min delay in anesthesia as we tried to trouble shoot the problem and then figured out we needed to swap to a different bovie. The procedure was finished with a 3rd party generator and the field service engineer came and swapped out the erbe to a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed confirmed using logs to see errors c-30, m-11, and m-18 all appearing on 8/6/2025. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, on cauterizing errors c-30 and m-11 appeared and was unable to fire. As a result of these findings, the root cause of the reported event could not be determined the unit is an OEM product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-30. This error indicates a higher voltage than expected during energy activation.